Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. Treatment information was not reported. The cause of death was unknown and it was not reported if therapy was ongoing until the time of death. It was not reported if the patient had recovered from the peritonitis prior to passing away. No additional information is available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).